Event description:
A report was received that the patient¿s upper incision site had become infected. Patient¿s symptoms include rash and swelling. The patient was admitted to the hospital and underwent an explant procedure. The physician believed that the infection was procedure related. The patient was prescribed with keflex antibiotic.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #:(B)(4), description: infinion1x16 perc lead kit-50 cm. Additional suspect medical device components involved in the event: model #: sc-3400-30. Serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional suspect medical device components involved in the event: model #: sc-4316, serial/lot #:(B)(4), description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.